Event description:
It was reported that the radiolucent medial blade broke. The blade will not connect to the retractor. There was no patient involvement. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Lot#4208437 (supplier lot# aw10364). Manufacturing evaluation reports the radiolucent medial blade returned for inspection with two teeth sheared off and with the etching nearly faded. This complaint is deemed indeterminate from manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event. Placeholder.